Event description:
It was reported that the patient experienced leakage of fluid. The physician decided to remove the device and is planning to re-trial the patient in a month. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.